Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd interlink¿ IV cannula threaded lock there was an issue with sharp deformities.

Event description:
It was reported with the use of the bd interlink¿ IV cannula threaded lock there was an issue with sharp deformities.

Manufacturer narrative:
Investigation summary: one package sample from batch 6245976 p/n 303369 was received and evaluated for the reported condition, the shield and cannula body are not present. The product defect is confirmed for missing components. No additional test will be required. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the missing component defect is associated with the assembly and/or packaging process. It is possible that the defect occurred at some point during assembly and it is possible that the pick and place robot at packaging did not detect that shield was not present. No corrective actions are necessary based on the defective rate identified. Lot 6245976 is considered in compliance with our product specification requirements.